Event description:
Reported via clinical study: it was reported that the patient experienced a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) weeks post procedure the patient was admitted to the hospital to be treated for a pericardial effusion. No other complications were reported to have occurred.